Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according with the information provided, it was reported that during the surgery of arthroscopic prosthesis of the labrum of shoulder, when tightened the suture, the suture was broken off. Removed the device from the patient. Drilled another new bone tunnel to implant new anchor. The device was received and evaluated, on visual inspection, it could be observed the sutures are out of the paper carrier, the distal tip of the inserter is in good condition, no structural damages could be found. The anchor was not returned. Each of the sutures were found to be broken and frayed on their distal tip. A manufacturing record evaluation was performed for the finished device 6l82485 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; the operator may have applied excessive force to the sutures at the moment of tightening. As per IFU 109363: apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H10 correction narrative: d4: the lot number has been updated to reflect the correct information. Therefore, UDI: (B)(4) incomplete. The expiration date is currently unavailable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic prosthesis of the labrum of the shoulder on (B)(6) 2021, it was observed that the suture on the gryphon p br ds anchor w/oc device broke upon tightening then was removed from the patient. The surgeon drilled a new bone tunnel and another like device was used to complete the procedure with a delay of 10 minutes. It was reported that the patient was in stable condition and currently in the hospital. No additional information was provided.